Manufacturer narrative:
(B)(4). The customer returned an opened kit containing various components for evaluation. The guide wire was retracted within the straightener tube and contained obvious signs of use. The catheter was returned within the protective sleeve and all extension lines contained caps. Visual examination of the guide wire revealed a slightly deformed j-tip. Visual examination of the catheter did not reveal any defects or anomalies. The total length and outer diameter of the returned guide wire were measured and were found to be within specification. The length of the catheter body was also within specification. The returned guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test confirmed both the distal and proximal welds of the guide wire were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of guide wire damage was confirmed by complaint investigation. The guide wire contained a slightly deformed distal j-tip. The returned guide wire and catheter passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the sample received, it was determine that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: md was performing the procedure according to IFU. After passing the guide wire, md tried to pass it through the catheter. However, the catheter could not be passed. Md could not proceed with the procedure, and md finished using the same product.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
Medical doctor was performing the procedure according to IFU. After passing the guide wire, md tried to pass it through the catheter. However, the catheter could not be passed. Md could not proceed with the procedure, and md finished using the same product.